Event description:
It was reported that the pump won't turn on. The customer attempted to resolve the issue by charging the pump; however, the pump would not turn back on despite the use of multiple usb cables and wall adapters. Customer¿s blood glucose was not impacted. Customer reverted to insulin pens for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.